Event description:
A review of service data has detected a reportable event. Upon servicing of electrode belt sn (B)(4), which was returned for normal maintenance, the electrode belt failed the hipot, fall-off and te recognition tests. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon receipt, the electrode belt failed the hipot, fall-off and te recognition tests. The cause for the test failures was a defective esd700 (6 line esd protection diode array) component in the electrode belt distribution node. Pins 3 and 5 on the component were out of tolerance. The out of tolerance pins cause the belt to fail the hipot, fall-off and te recognition tests. The root cause for the defective component cannot be positively determined. No adverse event occurred due to the defective component. The last pt to use this electrode belt did not report any problems.